Event description:
It was reported that the lead was implanted successfully. Intermittent capture was noted at maximum output while the patient was in recovery. A fluoroscopy confirmed a lead dislodgement. The physician repositioned the lead successfully and the procedure was concluded normally. The patient was stable before during and after the procedure.